Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain bipap, and mechanical ventilator devices. The manufacturer received information alleging of having nasal/throat irritation or soreness lot of flem, eye irritation, dryness and headaches. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal/throat irritation or soreness lot of flem, eye irritation, dryness and headaches, nose bleeds related to a bipap device's sound abatement foam. There was no report of patient harm or injury. After first attempt to have the device and components returned for evaluation and investigation, the customer has responded on 05/26/2023 but the device has not yet returned to the manufacturer for evaluation. Addition to that, patient has got the replacement. How-ever we request the device back. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged of having nasal/throat irritation or soreness lot of flem, eye irritation, dryness and headaches. There was no report of serious or permanent patient harm or injury. The patient has also alleged of having nose bleed.